Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: based on the complaint information and the manufacturer's experience with this kind of device, it is assumed, that most likely the electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint can be re-opened if further relevant information is available.

Event description:
The patient heard a strange noise a few days ago and stopped having access to sound afterwards.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient heard a strange noise and stopped having access to sound afterwards. The patient reported hearing noise when a new audio processor was activated with minimum mcl values. The patient was re-implanted on (B)(6) 2016.

Event description:
The pt heard a strange noise a few days ago and stopped having access to sound afterwards. Re-implantation is planned.